Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their lower aligner cuts their tongue and their upper aligner cuts into their gums on the outer right side. They have this same issue in both step 1 and step 2 aligners. Requested additional information and provided fit tips and requested update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.